Manufacturer narrative:
Previously reported angle closure. Updated/corrected info: patient did not experience angle closure. Please disregard. Patient code 3191: angle closure was reported. This should be removed. Claim# (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found the lens haptic torn. Claim#: (B)(4).

Manufacturer narrative:
Weight, ethnicity, race: unk. This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 implantable collamer lens, -10.5 diopter, into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2019 the lens was exchanged with a shorter lens due to excessive vault, elevated iop, significant reduction of irido-corneal angles (ica), and angle closure. The problem was resolved. The cause of the event is reported as unknown.